Event description:
User receiving discrepant results for glucose. The total number of patients samples affected was not given, but six specific examples were provided. Sample 1, performed in 2008, initial result 12.3 mmol/l, repeat 7.8 mmol/l. Sample 2, performed the following month, initial result 8.1 mmol/l, repeat 6.2 mmol/l. Performed four days later: sample 3, initial result 16.2 mmol/l, repeat 4.9 mmol/l; sample 4, initial 8.0 mmol/l, repeat 5.5 mmol/l. Performed the next day: sample 5, initial result 9.7 mmol/l, repeat 7.5 mmol/l; sample 6, initial result 9.8 mmol/l, repeat 7.2 mmol/l. No information provided to determine if results were used to guide therapy. If additional information is received, appropriate notification will be provided.